Event description:
It was reported via repair work order that the lockout button was engaging on its own due to a faulty footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.